Event description:
Consumer called to report burn on lower back. Received medical attention. Consumer reported laying on stomach with pad on lowed back for approx. 6-7 minutes. Consumer reported no visual damage to pad.